Manufacturer narrative:
Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument was fully functional. No product issue was identified. Log review showed that the vessel sealer extend (vse) instrument was installed 2 times and passed homing 2 times. Quantity of 64 cut complete events were recorded with no errors. E100 generator logs showed a quantity of 67 seal events with no errors. The system logs showed no errors.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, omentum tissue became stuck in the jaws of the vessel sealer extend instrument. The tissue was released with the use of another instrument. No tissue was excised, no bleeding occurred, and the procedure was completed with no reported injury.